Event description:
Related manufacturer reference number: 2017865-2021-38882. It was reported that the patient presented in clinic for follow-up. It was discovered that the patient's right atrial (ra) and right ventricular (rv) leads exhibited noise when the patient raised their left arm resulting in pacing inhibition. It was suspected that the noise was caused due to abrasion or micro fracture of the leads. Intervention was planned but it was unknown whether it took place. The patient was noted to have felt symptoms of dizziness due to the pacing inhibition but overall their condition was stable.